Event description:
Another MFR's device was returned to co's office in error by the hosp. The reason for removal as reported by the physician's office, was "break in tubing". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with med device reporting regulations. These regulations are not intended to evaluate this occurrence or suggest a cause (ref.sections b1,b2,h1).